Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: a stent delivery system (sds) was returned for analysis without the manifold and strain relief portion. A visual and microscopic examination of the crimped stent found damage to a large portion of the stent. Distal stent strut rows 5 to 20 were deformed. The stent showed no signs of movement on the balloon and was set equidistant between the proximal and distal marker bands. The crimped stent od (outer diameter) of the undamaged portion of the stent was measured and was within the maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found a hypotube break, the manifold and strain relief portion was not returned. The device was measured from the distal tip to the break, with a result of 145cm. The specification for effective catheter length is 144 +/- 5cm. Therefore the break occurred 0 to 4 cm distal to the end of the strain relief. Multiple hypotube kinks were also noted. A visual and tactile examination of the shaft polymer extrusion found no issues. The bi-component bond showed no signs of damage or strain. A visual and microscopic examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID# 2134265-2017-01003. Reportable based on analysis completed on 26-jan-2017. It was reported that crossing difficulties were encountered. The 90% stenosed target lesion was located in the highly calcified and tortuous left circumflex artery. After a non-bsc guidewire crossed the lesion and pre-dilation was performed with a non-bsc balloon, a 3.00x28mm (B)(6)¿ plus drug eluting-stent was advanced but failed to cross the lesion. Pre-dilation was performed again to ensure proper bed preparation and a 2.5x28 (B)(6)¿ plus drug eluting-stent was advanced but also failed to cross the lesion. Dilation was done at high pressure and the procedure was completed with another of same device followed by post-dilation. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage and hypotube break.